Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 206 pg/ml and it repeated as 8 pg/ml.

Manufacturer narrative:
Calibration and controls were both acceptable on the day of the event. Based on the provided information, a general reagent issue can be excluded. No reagent quality issues were evident and performance was within specifications. Performance based on reagent lot release criteria was comparable to previous lots. The investigation could not identify a product problem. The cause of the event could not be determined.